Event description:
The manufacturer received a voluntary medwatch (mw5152776) in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information stating the device gets too hot and the patient has epistaxis from usage of the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.